Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report that a falsely depressed microalbumin (ualb_2) result was obtained on a patient sample on an atellica ch 930 analyzer. Calibrations and quality control (qc) were in range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse decontaminated the instrument. The cse also inspected the sample and found no issues. The customer reprocessed the affected sample in ten replicates on the instrument and the sample recovered with values in the range of 4 mg/l. The cause of the falsely depressed ualb_2 result is unknown. Siemens is investigating the issue.

Event description:
A falsely depressed microalbumin (ualb_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was manually diluted by 50-fold and repeated on an alternate atellica ch 930 analyzer and a result of <150 mg/l was obtained on the sample. The neat sample was repeated on the latter analyzer, and recovered with a result of 23.16 mg/l. The repeat result of 23.16 mg/l was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous alb_2 result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00048 on 09-feb-2023. Additional information (20-feb-2023): the quality controls recovered within ranges on the day of the event. Additionally, no issues were noted with other patient samples, indicating that the instrument and reagents were performing acceptably. Therefore, siemens concluded that sample integrity and preanalytical variables potentially contributed to the falsely depressed microalbumin (ualb_2) result. The investigation findings and investigation conclusions codes of section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.